Manufacturer narrative:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2015 and suture was used. While closing the pocket for an internal cardiac defibrillator, the needle pulled off from the suture strand and the needle broke. The entire needle was successfully retrieved from within the skin pocket during the same procedure. It was reported that this event required an unspecified intervention resulting in no injury to the patient. No additional tissue damage occurred as a result of searching for the needle piece. The procedure was completed successfully and the patient is stable. (B)(4).

Manufacturer narrative:
New information was received and it was determined that the device was malfunction reportable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5042077.

Event description:
It was reported that a patient underwent a cardiovascular procedure on 04/08/2015 and suture was used. While closing the pocket for an internal cardiac defibrillator, the suture needle broke. The entire needle was successfully retrieved. It was reported that this event required an unspecified intervention. Additional information has been requested for clarification.